Manufacturer narrative:
This is one of two complaints reported for this finished goods lot; however this is the first for this issue for the reported lot number. Review of the device history record indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. The sample passed remaining functional and performance tests. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a vitreoretinal procedure, while performing fluid/air exchange, he noticed that the patient's eye wall was collapsing. He removed his foot from the foot pedal and the eye returned to its normal state. Later, while injecting gas through the lines, several droplets of water were being pushed through the line into the eye. There was no report of patient injury. Additional information and a product sample have been requested.